Event description:
It was reported that during a da vinci s prostatectomy procedure the prograsp forceps instrument would not rotate, it was noted to be stiff. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. The instrument passed an intuitive motion test and was able to rotate. Failure analysis observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .084 - 1.988. In length. Some scratches were aligned and others were not aligned with the tube axis. Those aligned with the axis were likely caused by cannula damage. Those that were misaligned with the axis were likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.